Manufacturer narrative:
A field service engineer (fse) went to the site and inspected the gas door latch assembly. Reported no trouble was found and system met amo specifications. Unable to determine the cause of the reported event.

Event description:
Technician at customer site for visx excimer laser reported that while responding to an alarm set off by the fluorine leak, the spring release handle on the gas door sprung open and the door key broke her thumb.